Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, coronary artery disease, hypertension, smoking, dyslipidemia, prior myocardial infarction, prior coronary artery bypass graft peripheral artery disease, prior cerebrovascular accident, chronic obstructive pulmonary disease, and diabetes mellitus. The article presented a prospective and retrospective single center study to assess safety and efficacy of standardized zero-contrast approach compared to the standard clinical practice that is used to treat patients with severe renal dysfunction undergoing transcatheter aortic valve implantation (tavi). Besides achieving comparable procedural results, the zero-contrast strategy showed a better long-term clinical outcome in reducing hospital readmissions for kidney function deterioration. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature: article title: zero-contrast transcatheter aortic valve implantation vs. Standard practice: periprocedural and long-term clinical outcomes.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. Literature attachment: article title "zero-contrast transcatheter aortic valve implantation vs. Standard practice: periprocedural and long-term clinical outcomes." Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "zero-contrast transcatheter aortic valve implantation vs. Standard practice: periprocedural and long-term clinical outcomes", was reviewed. The article presented a prospective and retrospective single center study to assess safety and efficacy of this standardized ¿zero-contrast¿ approach compared to the standard clinical practice that is used to treat patients with severe renal dysfunction undergoing transcatheter aortic valve implantation (tavi). Devices included in the study were evolut (medtronic), accurate (boston), lotus (boston), portico (abbott), and navitor (abbott). The article concluded that the authors showed for the first time the feasibility and efficacy of a totally contrast-free strategy compared to standard practice in tavi patients with severe renal dysfunction. Besides achieving comparable procedural results, the zero-contrast strategy showed a better long-term clinical outcome in reducing hospital readmissions for kidney function deterioration. [The primary author was roberto nerla, interventional cardiology unit, gvm (gruppo villa maria) care & research, maria cecilia hospital, 8033 cotignola, italy. The corresponding author was elisa mikus, cardiac surgery unit, gvm care & research, maria cecilia hospital, 48033 cotignola, italy, with corresponding email: elisamikus@yahoo.it]. The time frame of the study was from december 2017 to december 2023. A total of 107 patients were included in the study, of which 3 received an abbott device. The average age was 85 years and the majority gender was male. Comorbidities included atrial fibrillation, coronary artery disease, hypertension, smoking, dyslipidemia, prior myocardial infarction, prior coronary artery bypass graft, peripheral artery disease, prior cerebrovascular accident, chronic obstructive pulmonary disease, and diabetes mellitus.